Manufacturer narrative:
The subject device was evaluated. Device evaluation did not confirm the reported issue. Device evaluation noted the subject device underwent a visual inspection and functional tests to assess the device¿s status. The reported issue was not confirmed. Unit tested and passed all functional and image tests. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, if the endoscopic image unexpectedly disappears or a frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient. Continued use of the endoscope under these conditions may cause patient injury, bleeding, and/or perforation. Based on investigation results, the complaint was not confirmed as the reported issue was not reproduced. Olympus will continue to monitor complaints about this device. A supplemental report will be submitted when additional relevant information becomes available.

Event description:
It was reported " very dark when hooked up". The issue was found at preparation for use for a diagnostic procedure. The device was replaced. There was no patient impact , no harm reported due to the event.